Manufacturer narrative:
Method:work order search. Results:visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A work order search was performed and no similar complaint found. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated, the surgeon inserted and removed a cc4204bf collamer single piece lens during the same surgery, due to the surgeon having noticed a "mark" on the lens. The lens was removed with no patient injury, no enlarged incision or sutures. Another collamer lens was implanted. The reporter stated, the surgeon probably saw a "forcep mark/indentation" or a "plunger mark/indentation" on the lens and didn't like what he saw, so decided to remove the lens. The reporter stated, the lens was not defective.